Event description:
It was reported that the patient suffered from chronic pain and peripheral neuropathy. The patient had a system implanted in 2004, and had begun experiencing stimulation in the groin and across the abdomen. The patient underwent a t12 laminectomy for placement of an epidural paddle lead, removal of the old system, and placement of a new generator and lead wire. Patient outcome was not provided.

Manufacturer narrative:
Concomitant medical products: extension model 748925 (B)(4) implanted: 2004 (B)(6) explanted: 2011(B)(6); extension model 748925 (B)(4) implanted: 2004 (B)(6) explanted: 2011 (B)(6). Lead model 3888-33 lot# j0349462v implanted: 2004 (B)(6) explanted: 2011 (B)(6). Lead model 3888-33 lot# j0349335v implanted: 2004 (B)(6) explanted: 2011 (B)(6). Programmer model 7435 (B)(4). (B)(4).